Event description:
This rv lead was implanted on (B)(6) 2012. A call to technical services on 8/27/2012 states that they are seeing oversensing. Pac marker appears >100ms after the vp. Fax sent in. Signal seen on atrial channel is not consistent not always on same interval, and sometimes present, sometimes not, do have examples of both vp and vs where the extra signal occurs. Discussed measuring the signal with the programmer calipers and making the device less sensitive based on that measurement - p-waves are 4-5 mv, sensitivity is currently fixed at 0.5 in atrium, so there is room to change without affecting safety margin. Also discussed increasing the x-chamber blanking windows -currently a-blank after vp is 125, could expand to 200. Patient does not have history of a=fib but has had >200 atr events - the ones in the logbook are inappropriate, due to this double counting. Caller will probably reprogram sensing, using the measurement technique we discussed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).